Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerloc device was confirmed and the cause was determined to be supplier related. The product returned for evaluation was a 20gx0.75"" powerloc infusion set without y-site. The investigation findings were consistent with improper or insufficient adhesive application or curing during manufacture of the component at the bard supplier. The returned product sample was evaluated and a leak was observed needle housing. This investigation concluded that the adhesive had not established a sufficient bond between the extension tubing and the needle shaft, and the characteristics observed which supported this type of failure included: ¿ excessive adhesive was seen outside the adhesive wells on the needle housing which indicated poor adhesive penetration. ¿ air bubbles or voids in adhesive coverage were seen in the application wells. This is a supplied component and the supplier has been notified of this event. The implicated device was determined to be manufactured prior to implementation of the associated corrective actions. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
The implanted port needle was just unpacked and inserted into the patient's body, and when the tube was flushed, it was found that the fluid leaked out from the top of the introducer needle and the butterfly wing connection, so the needle was pulled out. It was reported this occurred with two devices. This report addresses both devices.